Event description:
Discordant glucose (glu), calcium (ca), thyroid stimulating hormone (tsh), carbon dioxide (co2), albumin (alb), urea nitrogen (bun), cholesterol (chol), creatine (crea), alkaline phosphatase (alp), triglycerides (trig), cholesterol, hdl (hdlc) and total protein results were obtained on seven patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The customer repeated the samples from those patients on an alternate instrument and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and instrument data and determined the cause of the discordant results was unknown. The fse proactively replaced the aliquotter probe, performed probe alignments and latched the reagent 2 probe. The fse ran qc and the instrument is performing within specifications. Further evaluation of the device is not required.